Manufacturer narrative:
Follow up: procedural cine images were provided and reviewed by an edwards physician proctor: observations: · pre-existing biocor valve seen and identified · valve in good alignment · valve deployed well, good position · appears delivery system catches biocor valve while retrieving system · post dilation seen · sapien xt valve appears tilted after post dilation · vale in valve seen, good results impressions: first valve was deployed well in the pre-existing biocor valve. The delivery system seems to catch the biocor valve during withdraw of the system and pulls biocor valve towards the left ventricle. It is recommended that during retrieval of the delivery system post deployment, it is confirmed that the wire is centered. In this case, per the imaging report, it appears that the migration and subsequent valve canting may have also occurred during the removal of the delivery system as it was observed to have caught the biocor valve and pulled it towards the left ventricle.

Manufacturer narrative:
Device migration and device embolization requiring intervention are known potential adverse events associated with transcatheter valve replacement procedures. At this time the sapien xt valve is not indicated for use in the mitral position or within a pre-existing surgical valve therefore the IFU and training manuals do not provide instructions on the steps for positioning and deployment of the valve in this position in this case, the exact cause for the valve migration cannot be confirmed. However, per report it is perceived the migration may have been caused by a procedural factor ¿ as the operator did not use all of the volume that was in the atrion syringe during deployment.

Event description:
As reported by the edwards (B)(6) affiliate, during the transapical tavr procedure, the patient underwent a valve in valve (29mm sapien xt valve in a 29mm biocor valve) in the mitral position. The 29mm sapien xt was deployed in a good position, but after retrieval of the ascendra+ delivery system, it was seen that the valve slightly migrated ventricular with risk of embolization. Therefore a second 29mm sapien xt valve was implanted within the first sapien valve with good final outcome. The migration was perceived to have occurred due to procedural factors as the operator did not inflate the balloon with all of the volume that was in the atrion syringe.